Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no known impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available as alternate insulin therapy.